Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator service required alarm occurred while using a trilogy evo ventilator. There was no harm or injury reported. There was no reported patient involvement. During the evaluation of the device at the manufacturer's service center, the ventilator service required alarm was not duplicated by operational checking. The service technician found a pressure sensor mismatch error code in the device's error log. The flow sensor was replaced to resolve the issue. Additionally, the inline proximal filter, muffler assembly, and low flow o2 tubing were replaced due to dirt. Noise was also noted to be coming from the blower assembly. The blower assembly was then replaced as well. The air inlet foam filter and particle filter were replaced to prevent failure. Final testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly. No further investigation is required. The trilogy evo machine flow sensor was returned to the product investigation lab (pil) for further testing. Pil found contamination inside the machine flow sensor. Pil installed the flow sensor on the pil trilogy evo stb and ran therapy with a test lung for approximately 1 hour without issue. The error code did not reoccur. Pil then tested the flow sensor on the pil trilogy evo multifunctional test station for flow verification and the flow sensor passed all testing. Pil concluded that, while contamination was present inside the flow sensor, the machine flow sensor operates as designed. Additionally, the blower assembly was also returned to pil for further testing. Pil found contamination inside the blower assembly. Pil installed the blower on the pil trilogy evo stb and ran therapy with a test lung for approximately 1 hour without issue. Pil did not observe any excessive noise from the blower during operation. Pil concluded that, while contamination was present inside the blower, the blower assembly operates as designed.

Event description:
The manufacturer received information alleging a ventilator service required alarm occurred while using a trilogy evo ventilator. There was no harm or injury reported. There was no reported patient involvement. During the evaluation of the device at the manufacturer's service center, the ventilator service required alarm was not duplicated by operational checking. The service technician found a pressure sensor mismatch error code in the device's error log. The flow sensor was replaced to resolve the issue. Additionally, the inline proximal filter, muffler assembly, and low flow o2 tubing were replaced due to dirt. Noise was also noted to be coming from the blower assembly. The blower assembly was then replaced as well. The air inlet foam filter and particle filter were replaced to prevent failure. Final testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly. No further investigation is required.